Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a prostatectomy, gas leaked after 6-7 hours of procedures due to a tear around the "eyeball leaf". Patient involved w/o injury. No medical intervention required. Surgery time not extended by 30mins or more. Product not tested prior to use. Problem noticed during lap cystoprostatectomy.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular seal was damaged. The unit failed an air leak test due to the observed damage to the seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur when inserting or removing a sharp instrument through the port. The information for use of this product states: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.